Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd unvtd bld hand pump w/180 flt ss, the device experienced spontaneous disconnection. The following information was provided by the initial reporter. The customer stated: set becoming disconnected at juncture points and at spike.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27-jan-2022. H.6. Investigation: one sample was received for quality investigation. The customer complaint of connection issue - disconnection was verified by visual inspection and testing. Visual inspection of the infusion set received indicated that there was a spike already missing from the returned sample. There were no further visual issues with the sample. The sample was then manipulated to apply a separating force at the joining location between the tubing and each component. When applying a slight pulling force on the remaining spike, the spike came off the assembly without much effort. Pulling forces were applied to all the other joining locations and no other separations between the tubing and components were found on the assembly. Further inspection under magnification of the tubing, where the spikes should be, show that there is a lack of solvent at the end of the tubing. A device history record review for model 10010903 lot number 21089006 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of solvent seen at the union between the tubing and the spike, making it easy to separate. The manufacturing site has opened a CAPA#3974230 to further investigate this issue and take measures to mitigate this failure in the future. H3 other text : see h.10.

Event description:
It was reported when using the bd unvtd bld hand pump w/180 flt ss, the device experienced spontaneous disconnection. The following information was provided by the initial reporter. The customer stated: set becoming disconnected at juncture points and at spike